Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies were found. The full lead was returned and analyzed.

Event description:
It was reported that the left ventricular lead was not implanted due the patient's anatomy. Another lead was implanted. No patient complications have been reported as a result of this event.